Event description:
During an in clinic follow-up, a sharp decrease in battery voltage was observed. The physician alleged premature battery depletion to be the cause of the event. Abbott technical support reviewed device printouts and suspected overestimation and premature battery depletion may have occurred. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.